Event description:
It was reported by the customer, during preparation for use for a diagnostic procedure, the air-water channel was not working on the evis exera iii colonovideoscope and seemed blocked. A leak test was performed, and the scope was reprocessed, however, the issue persisted. The biomedical engineer pressed the air-water valve and patient residue came out of the air/water channel. The scope was reprocessed again and was working perfectly and was in usage. The procedure was completed with another colonoscopy scope. The reported problem did not impact the procedure. No patient harm reported. The customer was inquiring why patient residue was in the air/water channel.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The air/water channel had a piece of metal stuck inside. There was a biopsy leak. The distal end plastic cover had deep scratches. The olympus name plate was missing. All light guide lenses and the bending section cover glue were non-olympus components. The up/down lever on the control body had a deep scratch. The light guide tube had a buckle. The scope connector had been repaired by a third-party and had minor scratches and dents. The insertion tube insulation needed replacement. The control knob movement right/left had play and was loose. The up/down was loose. The objective lens edge was chipped. The insertion tube had multiple minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. See updated sections b5 and h4.

Event description:
Additional information was received from the reporter. The procedure was a colonoscopy. There was no surgical delay and no patient contamination or infection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed as follows: the distal end of the device was pressed against blood or body fluid during past procedures, blood or body fluid entered into the nozzle, and then such foreign materials remained inside because of inappropriate reprocessing. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU. ·to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·the accessories are consumables. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. ·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.